Event description:
The ventricular assist device vad coordinator was not able to interrogate heartware vad because the data cable could not be connected to the heartware controller (sn (B)(4)) due to bent tines on the data port. I had to switch out the controller to the backup controller.